Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Investigation was done only on photo provided by customer. The device was not received. Based on the photo provided by customer is not clear if the filter broke at the connection point with epifuse connector which leads into device leaking or if the filter disconnected from male rotating locking collar. Unfortunately, without sample we are unable to further investigate and confirm this complaint and the root cause remain unknown. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device leaked due to a broken epidural filter resulting in early catheter removal. No patient injury or clinical affects was reported.